Manufacturer narrative:
A specific root cause could not be identified. Based on the investigation of a subsequent event reported in MFR report ref # 1823260-2017-01350-00, poor sample quality or insufficient maintenance of the analyzer were possible causes.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample. The initial result was 52 miu/ml and was sent to the doctor and patient. On the (B)(6) 2017, the sample was repeated at another laboratory using a cobas e 411 immunoassay analyzer and the result was 16204 miu/ml. The patient stated they had hcg testing performed at another laboratory on an unknown analyzer on (B)(6) 2017 and the result was 2040 miu/ml. There was no allegation of an adverse event. The reagent lot number was 164860. The expiration date was requested but was not provided. The field service representative performed analyzer performance testing.